Event description:
The user received alarms on the ise module of the analyzer and replaced the ise mixtower. The user repeated one pt sample after some troubleshooting was performed. The initial result was 131 mmol per l, repeat result received during troubleshooting was 118 mmol per l. The same sample was repeated on another analyzer at the site with a result of 131 mmol per l. The original result was reported as it was verified on the other analyzer. The user ran seven pt samples with no further errors. The user declined a service visit as the issue was resolved with corrective maintenance.